Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for an unknown synthes prodisc-l superior endplate implant, unknown part number and lot number. UDI# unknown part number, UDI is unavailable. (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and not lot number or part number was provided.

Event description:
This complaint has been initiated after review of the following article: veruva sy1, lanman th, isaza je, macdonald dw, kurtz sm, steinbeck mj.(2015); "uhmwpe wear debris and tissue reactions are reduced for contemporary designs of lumbar total disc replacements" clin orthop relat res. 2015 mar;473(3):987-98. Doi: 10.1007/s11999-014-4029-4. The purpose of this study was to determine whether lumbar total disc replacement (l-tdr) is a procedure used to relieve back pain and maintain mobility and whether periprosthetic ultrahigh-molecular-weight polyethylene wear debris and biological responses were present in tissues from revised contemporary mop l-tdrs that contain conventional cores fabricated from g-inert-sterilized, how fixed- versus mobile-bearing design affected wear particle number, shape, and size; and how these wear particle characteristics compare with historical mop l-tdrs that contain cores fabricated. The method used was evaluated periprosthetic tissues from 11 patients who received eight fixed-bearing prodisc-l and four mobile-bearing charite contemporary l-tdrs. Histologic analysis of tissues was performed to assess biological responses and polarized light microscopy was used to quantify number and size/shape characteristics of uhmwpe wear particles from the fixed-and mobile-bearing devices. Comparisons were made to previously reported particle data for historical l-tdrs. Results included five of seven fixed-bearing and one of four mobile-bearing l-tdr patient tissues contained at least 4 particles/mm wear with associated macrophage infiltration. Tissues with wear debris were highly vascularized, whereas those without debris were more necrotic. Given the samples available, the tissue around mobile-bearing l-tdr was observed to contain 87% more, 11% rounder, and 11% less-elongated wear debris compared with tissues around fixed-bearing devices; however, there were no significant differences. In conclusion this preliminary study,short-term results suggest there was no significant influence of fixed- or mobile-bearing designs on wear particle characteristics of contemporary l-tdrs, but conventional uhmwpe has notably improved the wear resistance of these devices compared with historical uhmwpe. Patient 4; patient ID # (B)(6), male patient at (B)(6) at age of implantation with primary diagnosis of disc degeneration and discogenic back pain at l5-s1 levels. Device implanted was prodisc-l with a fixed bearing design. Patient was implant in 2009, and implant was removed in 2013 with a total implant time of 4 years. Reason for revision surgery was severe pain, complication of posterior migration and compressing of nerve roots. Patient was evaluated and reported to have metal wear debris with predominantly macrophages with lymphocytes and plasma inflammation cells. (Rm-si) this report is for 10 of 24 items for complaint (B)(4). This report is for an unknown synthes prodisc-l superior endplate implants, unknown part number and lot number. A copy of the literature article is being submitted with this medwatch.